Manufacturer narrative:
Initial reporter city: (B)(6)

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified common femoral artery. A 5.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During the procedure, it was noted that a balloon ruptured in a pinhole form upon second inflation at 10 atmospheres for 10 seconds. The device was simply removed from the patient's body and the procedure was completed with another of same device. No patient complications were reported.